Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer did not understand the scroll wrap feature on the insulin pump. The customer stated that she was able to suspend the maximum bolus three times. The customer treated her low blood glucose level of 36 mg/dl,due to the scroll wrap issue, with candy. The customer described another incident in which she woke up with hypoglycemia and ate candy to correct her blood glucose. The customer explained another incident in which she was sweating profusely despite taking in sugar from icing, coke and candy. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.